Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8f fast-cath hemostasis. Introducer sheath and dilator were received for evaluation. The sheath had been perforated proximal to the distal tip. The dilator distal tip had been split. The dilator and sheath were flushed with fluid and the dilator was inserted into the sheath; the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During a tavi procedure in the right femoral artery, a perforation occurred requiring a transfusion along with further surgical intervention.